Manufacturer narrative:
Correction: section d6b - date of explant should have been (B)(6) 2021 instead of being blank in the initial report. This correction is reflected in this additional report 1. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-15952, 1627487-2021-15954, and 1627487-2021-15955. It was reported the patient was experiencing ineffective therapy with their pns system and their epidural ipg became inoperable. As a result, the patient underwent surgical intervention during which the patient's pns system and epidural ipg were explanted and replaced. Effective therapy was established post-operatively.